Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch.

Manufacturer narrative:
Visual inspection found an internal insulation abrasion between 8.0cm to 14.5cm and the rv cables were visible. Another internal insulation abrasion was found between 26.6cm to 26.9cm from the distal tip and the svc cables were visible. The etfe coating was intact at these locations.